Event description:
It was reported that customer experienced repeated malfunction alarms identified as Malf 12 on insulin pump, with at least three occurrences on same device and no notable events before the malfunctions. There was no adverse impact to the customer's blood glucose level. Customer was advised by Technical Support to place pump into storage mode and return it using a prepaid label, and pump replacement was arranged with instructions for customer to program settings and reconnect continuous glucose monitor on replacement pump while continuing to use current pump for insulin delivery until replacement was received.